Event description:
It was reported that a patient underwent a parastomal hernia repair procedure on (B)(6) 2015 and suture was used on the fascia. After initial placement of the suture into intact tissue and after placement of the locking stitch, the fixation tab came loose from the suture. When the surgeon pulled the suture, the fixation tab separated. The suture was removed and another like device was used. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon analysis, two sides of the fixation tab did shear off from the rest of the device which is expected if too much stress is applied to the device.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.